Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the keyboard assembly. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator malfunctioned. The patient was removed from the ventilator, and was placed on an alternative unit. There was no report of patient injury.